Event description:
It was reported that the ventilator's turbine did not start right away at power up with an audible alarm. It took approx one minute before the turbine started. No pt harm ever reported. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na